Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's main knob was removed and returned. During evaluation of the main knob, the technician observed damage consistant with user mis-handling. The main knob was scrapped and the customer received a replacement. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.